Manufacturer narrative:
Date sent to the FDA: 10/27/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020 additional information: b2, b4, b7 additional information was requested and the following was obtained: - did the patient experience a post-op device malfunction? Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, , no - overloading, pain, degenerative diseases, bleeding or oozing : no - did the patient require revision surgery or hardware removal? No - patient status/ outcome / consequences fully healed wound - requires dressing every 8 days from (B)(6) 2020 to (B)(6) 2020- is the patient part of a clinical study? No -the patient demographic info: age, weight, bmi at the time of index procedure? Age: 32 years old, weight: 53, bmi: 20.7 -in which structure / organ and tissue was the monocryl suture placed on (B)(6) /2020: vicryl 2/0 ct1 (colgajos) vicryl 3/0 sc-20 (tcs) monoccryl 4/0 ps-2skin closurev -what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased at the time of index surgery: patient with possible skin fragility due to receiving chemotherapyv -how was the suture placed, interrupted or continuous? Interrupted -how was the suture tied (square knot or multiple knots one end)? Multiple knot at one end -were there changes to pre-op cleansers or procedures? No -at what site / structure did the wound dehiscence occur? Throughout the wound, left breast -what was the appearance of vicryl suture on (B)(6) /2020 - no changes -was surgical intervention / revision necessary due to the event? If yes, please provide the date, name, and details / findings of the surgical procedure / revision. No -other relevant patient comorbidities / concomitant medications? Diagnosis: breast cancer, -pathological history: severe congenital bilateral hearing loss. Denies hta, dm, dyslipidemia. -allergies: denies -outpatient medications: denies. -toxic: tobacco: denies. Liquor: social. -what is physician¿s opinion as to the etiology of or contributing factors to this event? It is not totally ruled out that the technique used is not the most optimal, for which reason it decides to reinforce technique -what intervention was carried out related to the dehiscence? Dressing every 8 days x 1 month (irrigation with saline solution, phytostimulin and non-woven medical tape). The following information was requested but unavailable: what tissue dehiscence? Size of dehiscence? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code and lot numbers for the following sutures used on the patient: -vicryl 3/0 sc-20 (tcs) -monoccryl 4/0 ps-2 was there any additional medical intervention provided to this patient other than "dressing every 8 days x 1 month (irrigation with saline solution, phytostimulin and non-woven medical tape)." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/3/2020. A manufacturing record evaluation was performed for the finished device lot number am3506, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: vicryl 2/0 ct1 (flaps). Vicryl 3/0 sc-20 (tcs). Monocryl 4/0 ps-2: pmz621 was used for cutaneous tissue skin closure. Attached is new description of the patient case "lar" where information is completed: patient who undergoes risk-reducing mastectomy surgery on the left breast, radical mastectomy on the right breast + flap on (B)(6) 2020. On (B)(6) 2020, in a note in the oncological support hc, patient refers to an adequate postoperative evolution, with low-debit drainage (less than 20cc in 24 hours), for which reason it is decided to remove the drain. On (B)(6) 2020, a wound was observed in the left hemithorax without signs of iso with a small dehiscence of the suture with the presence of granulated tissue. On (B)(6) 2020, patient presented adequate bilateral mastectomy scars, no hematoma, no seroma, mobilization of both shoulders appropriately. On (B)(6) 2020, patient reported adequate evolution in the follow-up telephone call. Patient was admitted to the pop revision on (B)(6) 2020 and was observed with wound dehiscence in the left breast in the central part without signs of infection, it was irrigated with saline solution, phytostimuline was applied and covered with non-woven medical tape. On (B)(6) 2020, it was found a healed surgical wound, for which patient was discharged for healing. Note: event related to (B)(4), lot pmz621 reported via mw# 2210968-2020-07050; event related to (B)(4), lot am7112 reported via mw# 2210968-2020-07198; event related to (B)(4), lot am3506 reported via mw #2210968-2020-07200 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/3/2020. Corrected h6 health effect-impact code: f1001. Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2020-07200 is not reportable.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Were both procedures performed on (B)(6) 2020 at the same time: pelvic organ prolapse repair and mastectomy with flap? If not, please specify. Was the vicryl suture used in the left breast central part area during mastectomy procedure on (B)(6) 2020? On what tissue vicryl suture was used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased at the time of index surgery? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Were there changes to pre-op cleansers or procedures? Please specify what tissue dehisced? Was the dehiscence occurred in the left breast central part area? What was the appearance of vicryl suture on 07/30/2020? Please provide a date, name and findings of surgical revision/intervention for wound dehiscence? Was any vicryl suture deficiency observed during revision surgery? Other relevant patient comorbidities / concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a bilateral mastectomy and flap along with pop surgery on (B)(6) 2020 and the suture was used. On 07/16/2020, a note in the clinical history of oncological support refers to an adequate postoperative evolution. The patient was admitted on (B)(6) 2020 to review the pelvic organ prolapse and was observed with wound dehiscence in the left breast in the central part without signs of infection. It was also reported a bilateral mastectomy and flap procedure was done. Additional information has been requested.